Event description:
Caller alleged discrepant inratio results. Results as follows: therapeutic range = 3.0-3.5. Pt's medication was not changed on (B)(6), the physician felt that the lab value was inaccurate. Pt self tester did not elaborate on why. Pt's coumadin was withheld on 05/30 by the physician based on the inratio meter value. Pt was released from the hospital on 06/04 and put back on coumadin. Pt feels the 6/7 inratio result is lower than it should be, as she has been on coumadin for 3 days.

Manufacturer narrative:
Investigation pending.